Event description:
The customer reported that the connecting tube has peeled off, during set up for an unspecified therapeutic procedure, involving an olympus cystonephrovideoscope.there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.